Event description:
Patient required right front ventriculostomy. The right frontal area was shaved, prepped and draped in the usual sterile manner. The skin was excised and dissection was continued down to the pericranium. A single burr hole was placed. The procedure went as planned, but the physician reported that during use of the midas rex legend platinum (high speed pneumatic system) with the perforator driver handpiece, the perforator stopped turning and the handpiece started to emit smoke. Twenty minutes later, the handpiece was still warm. The patient was not harmed. The motor and perforator driver were returned to medtronic and replaced with newly refurbished equipment.

Event description:
Patient required right front ventriculostomy. The right frontal area was shaved, prepped and draped in the usual sterile manner. The skin was excised and dissection was continued down to the pericranium. A single burr hole was placed. The procedure went as planned, but the physician reported that during use of the midas rex legend platinum (high speed pneumatic system) with the perforator driver handpiece, the perforator stopped turning and the handpiece started to emit smoke. Twenty minutes later, the handpiece was still warm. The patient was not harmed. The motor and perforator driver were returned to medtronic and replaced with newly refurbished equipment.